Event description:
During a laparoscopic appendectomy procedure, it was reported the ez35w was fired across the appendix without difficulty. The device was reloaded with an eru35. The surgeon fired the device again across the appendix. The device was opened and it was discovered that 1/4 of the staples had formed correctly and the remaining staples were malformed. The device was reloaded with an eru35 and fired outside of the pt and the difficulty was encountered. The device was then reloaded with an evu35 and was fired outside of the pt and it worked fine. There was no consequence to the pt. 4/16/97 it was reported after obtaining additional detail that the surgeon fired the ez35w twice across the appendix and it worked fine. The device was reloaded with an eru35 and fired, but only 1/4 of the staples had formed properly. An ez35b was opened to complete the procedure.

Manufacturer narrative:
Added add'l info, device was not returned for evaluation.